Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced central processing unit printed circuit board assembly (cpu pcba) to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that they observed an error message on the display and was noted that the central processing unit printed circuit board assembly analog to digital converter (cpu pcba adc) has failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The remote service engineer (rse) suggested to check the cpu pcba and provided parts ID for a battery. The manufacturer's product support engineer (pse) has been dispatched to the site for evaluation and repair.